Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was performed when the issue happened, and the procedure was completed by restarting the system. The philips field service engineer identified that there is a problem with host pc. Fse attempted to replace the disk; however, replacing the host pc was not feasible due to a failure. To resolve the problem, fse replaced the host pc and re seated the system and sent the failed part for analysis, but no failures were found. After replacements, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue completed as planned by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigation's provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigation's provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.